Event description:
Pt developed transfusion reaction symptoms. Sample sent to a reference lab where anti-e adn anti-s were identified using peg ahg method. This occurred in march however customer did not report until 2004.